Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported, that during an ent procedure. The blade broke. It was also reported, that there were no adverse consequences. And no delays as a result of this event. It was further reported, that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device was discarded.

Event description:
It was reported that during an ent procedure, the blade broke. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.